Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet became unresponsive with a black screen and would not power on or charge, consistent with a device power/charging failure and battery depletion affecting the pump hardware. Symptoms included hyperglycemia with blood glucose over 300 mg/dl for an estimated two hours, without loss of consciousness or other acute complications. Outcomes included temporary interruption of automated insulin delivery, use of backup therapy via manual injection, and no medical intervention or hospitalization. Investigation included guided troubleshooting of charging, confirmation of indicator light behavior, use of a replacement charger, and receipt and inspection of the returned device. Investigation of this case revealed persistent failure to wake or charge despite a new charger, consistent with an internal power or battery malfunction within the ilet device. It was concluded that the cause was a device-related power/battery failure.